Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap / reservoir locked properly in place and passed displacement test and self test. Pump¿s history and trace files downloaded successfully using thus software. No damage noted at the electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case battery tube side, cracked retainer, and keypad overlay texture damage. No device problem found. Alleged cosmetic damage was confirmed where retainer ring(cracked) was noted. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump clip. The customer reported no adverse event. The event involved product mmt-1715kl and unk_disposables. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1886l and insulin pump was retuned for analysis.